Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Medical record review: patient with progression of deep vein thrombosis was scheduled for inferior vena cava (ivc) filter placement. Access was gained via the right common vein. A vena cavogram demonstrated a widely patent ivc with normal confluence of the renal veins. An ivc filter was deployed in the infrarenal position. Fluoroscopic images following deployment of the ivc filter demonstrated the ivc filter to be in normal position without angulation. Approximately seven years ten month post filter deployment, the patient was scheduled for ivc filter retrieval. Access was gained via the right internal jugular vein. Spot film imaging of the ivc filter demonstrated the ivc filter to be significantly tilted to the patient's right, placing the filter apex in contact with the right lateral caval wall with a fibrous cap present over the filter hook. Additionally, a CT demonstrated two filter detachments. A midshaft leg detachment present in the left lower pulmonary artery and was removed without incident. An additional filter arm detachment was found to be fully embedded in the ivc wall and was unable to be retrieved. There was no evidence of thrombus in the ivc, or ivc filter. Multiple difficult techniques were used to successfully retrieve the ivc filter by use of a superstiff wire, ridged endobronchial forceps and a snare. Pathology report of the ivc filter indicated five long spindles with hooked ends measuring 4 cm in length. Another five shorter curved spindles measuring 3 cm in length, and two shorter possible broken spindles each measuring 1.1 and 1.5 cm in length. In addition, an attached portion of a silver curved piece of metal measuring 2.1 cm in length. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Based on the medical records, the investigation can be confirmed for limb detachment, filter tilt, and retrieval difficulties. Labeling review: the current IFU (instructions for use) states: warnings: only use the recovery cone removal system to remove the g2 filter. A review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 10/2010), (manufacturing date: 10/2007). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and embedded in the wall of the ivc and filter limbs detached. The device was removed after an attempted but unsuccessful percutaneous removal procedure; a detached filter limb remained embedded in the lung. The current status of the patient is unknown.